Event description:
It was reported that the insulin pump alarmed button error and experienced a keypad anomaly. The customer's blood glucose was 183 mg/dl. The customer stated that she removed and reinserted the battery, but she was unable to clear the alarm. The customer stated that she had been wearing the insulin pump in her chest area of a bathing suit but noted that she did not go into the water. She stated that she may have been sweating more than usual. She stated that she had not experienced this issue previously. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.